Event description:
It was reported that during a vascular stenting procedure in the sfa, the delivery system became blocked when the vascular stent was partially deployed. Upon removal of the delivery system with the partially released stent, the inner catheter of the delivery system detached and could not be retrieved. Therefore, the pt was taken to the operating room for cut downs to successfully remove the remaining portion of the delivery system. Following the removal of the remaining parts, a vascular stent was deployed successfully in the sfa. The pt is reported to be stable and in good condition at this time.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.